Event description:
A peritoneal dialysis patient reported fluid leak during dwell 1. The leak was coming from the bottom of the cassette door. The pt's effluent remained clear. The pt did not take any prophylactic antibiotics. The sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.